Manufacturer narrative:
Additional information: section a-2 patient age/date of birth: not applicable as there was no patient contact with the device. Section a-3a patient sex: not applicable as there was no patient contact with the device. Section a-3b patient gender: not applicable as there was no patient contact with the device. Section a-4 patient weight: not applicable as there was no patient contact with the device. Section a-5 patient ethnicity: not applicable as there was no patient contact with the device. Section a-6 patient race: not applicable as there was no patient contact with the device. Section d-6a date implanted: not applicable as there was no patient contact with the device. Section d-6b date explanted: not applicable as there was no patient contact with the device; therefore, not explanted. Section h-3 device evaluated by manufacturer: the device was not returned for evaluation. Therefore, a failure analysis of the complaint device cannot be completed. A review of the device history record, complaint trending, and risk documentation for this device will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch report will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
The unknown model intraocular lens (iol) was reported to have been opened and it did not make contact with the patient. Through follow-up, additional information was received clarifying dib00 haptic was bent. The procedure was completed using another dib00 19.5 diopter iol. Patient prognosis post-procedure was reported as good and stable. No further information is available.

Manufacturer narrative:
Additional information: section d-9: device available for evaluation: yes section d-9: device date returned to manufacturer: 03-apr-2025 section h-3: device evaluated by manufacturer: yes device evaluation: the complaint simplicity handpiece and lens were received loose inside the original folding carton. The implant notification card, implant identification card, and patient stickers were also received. During a visual inspection, the device was inspected under magnification. The handpiece was received with the plunger rod advanced. Viscoelastic residue was observed to be evenly distributed throughout the cartridge. No issues were identified with the cartridge, lens module, device assembly, and plunger rod advancement. The plunger rod tip was bent. The lens was received coated in viscoelastic residue. The lens was cleaned and inspected revealing no issues. No further evaluation was performed. Reported complaint issue "haptic damaged" was not identified during product evaluation. The other observed issues during the product evaluation could not be confirmed to be related to the manufacturing or design process. The manufacturing records for the product were reviewed, the units were released in accordance with specifications. A search of complaints revealed that one (01) additional complaint folder was found as part of this production order (po) number ¿ override. The complaint issues reported are not related. Based on complaint history review (chr) results, no further actions are required. Conclusion: based on the complaint investigation results, the product was released within specifications. No product deficiency or product malfunction was identified. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.